Manufacturer narrative:
The event of "cellulitis disease" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "cellulitis disease".

Event description:
Patient's friend reported patient "has allergan textured implants" and is experiencing "cellulitis disease." Patient's friend also reported the patient's "toe nails are falling off," which was determined to be not device related. Device status and side are unknown.